Manufacturer narrative:
A device history review was conducted. The report indicates after the manufacturing documents were reviewed and no complaint related issues were found. Device was used for treatment, not diagnosis. Placeholder.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during a procedure on (B)(6) 2013, there were issues with the lfn target system. The guide wires for cervical screws of lfn missed the nail, either anterior or posterior. The surgeon was very careful not to touch down on the bone with the guide sleeves or remained imposed for resetting the rotation in the vastus lateralis origin. Reportedly, the problem is due to a weakness of the target bracket system, which allows too much play. That the cervical screws are not cannulated does make the problem even more difficult, since the same will also happen during drilling, when the hard-placed guide wires must be removed. The or time was extended 60 minutes as a result. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to a device marketed in the USA. Without a valid lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.